Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 426 mg/dl; cause was unknown. Customer attempted to address elevated bg by a correction bolus via the pump. Customer did not receive any form of treatment at the ER, customer was just monitored through blood work and urine samples. Customer was discharged later the same day reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.